Manufacturer narrative:
(B)(4). Batch # p93t96. Investigation summary: the handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone being extremely cracked. No instrument could be attached to the handpiece. However, the cable was connected and it did communicate with the generator. The instrument was disassembled to inspect internal components and not only was the moisture indicator found to be positive but the acoustic isolator was also torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires became disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to the crack in the handpiece nosecone. It is possible that the ingress of moisture affected the handpiece functionality. No functional testing could be done due to the condition of the returned device. In addition, the cable was connected to a generator and it did communicate with the generator. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was out of order. It doesn't recognize any attachments. They used a spare device to complete the procedure. There was no harm to the patient reported.